Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since biopsies were applied in a different location in the brain than anticipated with the brainlab device involved, despite according to the surgeon and the hospital: the surgery was to receive a diagnostic pathological sample only, not to remove the tumor or treat the disease. The desired diagnostic sample was retrieved at this very same biopsy surgery, thus the surgery was successful. There was no (direct or increased) risk to harm a critical structure (e.g. Important brain tissue or blood vessels) due to the craniotomy/burr hole or invasive steps. The burr hole was not changed either at this surgery. There was no harm/negative clinical effect for this patient due to this issue. Also not due to insignificant anesthesia/surgery prolong for add. Samples taken - the surgeon considers this as no delay of the surgery. There were further no remedial actions necessary, done or planned for this patient due to this issue. Hospitalization was also not prolonged. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation by ca. 15mm posterior to the planned entry and ca. 13mm medial to the planned target of the actual locations of the biopsies in the brain anatomy compared to the biopsy needle positions displayed by the navigation, can be attributed to a combination of the following main factors: an unintended movement of the navigation reference array after the patient registration to navigation during the surgery, due to forces applied by the user, most likely during draping - especially since the same array was used for registration and navigation instead of it being removed and a sterile one used after patient draping as brainlab recommends. An insufficient distribution of the points acquired on the skin for patient registration to the navigation by the user, not as required by the navigation software with points not acquired as necessary, for e.g. Not on both sides of the face/head, causing the brainlab cranial navigation software to not find an as accurate match as desired in between the pre-operative image dataset and the actual patient anatomy. Apparently the resulting deviation of the navigation display was not detected by the user before the craniotomy and applying the biopsies, with the necessary continued user verification of navigation accuracy required after registration, after draping and throughout the surgery. Further contributing factors that can have added to the deviation, are: the navigation reference array was covered with a transparent drape (instead of exchange to a sterile array). Such covering of the array can negatively influence the accuracy of the navigation system and/or cause visibility issues due to optical distortions caused by the drape. The pre-op MRI scan used for patient registration to navigation using surface matching, was not performed according to the brainlab scan protocol: there was prominent compression and skin folds around the ears visible. If skin shift is present in areas where registration points are acquired, this can cause the registration to not provide an as accurate match as desired for navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a diagnostic biopsy of a lesion in the brain, located ca. 68mm deep left side parietal, with a size of ca 10ccm, has been performed with the aid of the brainlab cranial navigation sw 3.1. A pre-operative MRI t1 scan was acquired the day before the surgery, to use for navigation. The trajectory was planned at the surgery day directly before the surgery. During the procedure the surgeon: positioned the patient in a supine orientation, with the head tilted lateral to the right, in a non-brainlab head holder, and attached the unsterile navigation reference array to the head holder. Performed the image registration with surface matching with acquiring registration points - using the z-touch and the softouch - on the patient's skin surface to match the display of the navigation to the current patient anatomy. Verified the accuracy of the patient registration to navigation at anatomical landmarks, determined the result as good, and accepted the registration to proceed. Draped the patient, with covering also the unsterile reference array with the clear drape (instead of exchanging the unsterile array to a sterile array at draping). Verified the accuracy after draping, only at the region of interest (intended craniotomy) / side of the head, and again judged the registration accuracy to be good. Used the navigated pointer to determine the entry point of the burr hole, aligned the varioguide to the planned entry point / trajectory, and judged the alignment parameters of the varioguide as good. Aligned also the navigated biopsy needle through the varioguide, to check burr hole placement, and marked the entry point for the burr hole with a pen on the patient's skin. Moved the varioguide out of the way, and created the burr hole (craniotomy) of ca. 6mm at the entry point of the planned trajectory displayed by the navigation. Proceeded with the varioguide (re-)alignment navigating to the trajectory, and judged the alignment parameters of the varioguide again as good. Intended were 4 samples (4 quadrants) at one depth for the biopsy, these were taken. These samples showed no real indication if they were abnormal tissue as desired. The samples were sent to pathology. Decided to take 4 further samples (4 quadrants) using the same navigated approach, but deeper, past the planned target of the trajectory. These samples were also sent to pathology. Closed the wound temporarily to wait for the results from pathology. The results came back as non-diagnostic. Re-aligned the varioguide once more, and took further (deeper) samples with the navigated biopsy needle, and sent also these samples to pathology. Closed the patient and completed the surgery, not waiting on the results from pathology for the last samples. A post-op CT scan was performed after the surgery, and the surgeon determined from the post-op CT that the path and location the biopsy samples were actually taken, deviated from the intended trajectory by ca. 15mm posterior to the planned entry and ca. 13mm medial to the planned target. The post-surgery analysis by pathology confirmed that the last samples taken showed grade 3 glioblastoma (gbm), i.e. The desired diagnostic pathological sample was retrieved at this surgery. According to the surgeon and the hospital: the surgery was to receive a diagnostic pathological sample only, not to remove the tumor or treat the disease. The desired diagnostic sample was retrieved at this very same biopsy surgery, thus the surgery was successful. There was no (direct or increased) risk to harm a critical structure (e.g. Important brain tissue or blood vessels) due to the craniotomy/burr hole or invasive steps. The burr hole was not changed either at this surgery. There was no harm/negative clinical effect for this patient due to this issue. Also not due to insignificant anesthesia/surgery prolong for add. Samples taken - the surgeon considers this as no delay of the surgery. There were further no remedial actions necessary, done or planned for this patient due to this issue. Hospitalization was also not prolonged.